Event description:
The customer stated she was hospitalized for low blood glucose levels. The blood glucose levels were not reported. Prior to the hospitalization, the customer stated she changed the infusion set, and she was not connected to the pump during the prime. She stated that the basal rates were set too high because she had an insulin reaction shortly after changing the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.